Event description:
It was reported needle has detached. Verbatim: needle portion has detached. The numbing bd safety glide needles in this kit are extremely flimsy and have broken off into patients upon insertion on three different occasions. (They were easily pulled out and no patient harm done) both the 25g x 1¿ and the 22g x 1.5¿ are having the same issue and are very dangerous. Providers are requesting different kits. Staff have noticed laxity of the 25 gauge needle in the safe-t-centesis kits, to the point where the needle portion has detached from the rest of the apparatus. While there has not been patient harm, this is a safety concern as a needle might detach and be lost inside of a patient (these kits are typically used for paracentesis and thoracentesis). This issue has been noted when using these kits multiple times over the past week.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported needle has detached. Verbatim: needle portion has detached. The numbing bd safety glide needles in this kit are extremely flimsy and have broken off into patients upon insertion on three different occasions. (They were easily pulled out and no patient harm done) both the 25g x 1¿ and the 22g x 1.5¿ are having the same issue and are very dangerous. Providers are requesting different kits. Staff have noticed laxity of the 25 gauge needle in the safe-t-centesis kits, to the point where the needle portion has detached from the rest of the apparatus. While there has not been patient harm, this is a safety concern as a needle might detach and be lost inside of a patient (these kits are typically used for paracentesis and thoracentesis). This issue has been noted when using these kits multiple times over the past week.

Manufacturer narrative:
Pr 4528555 follow-up emdr for device evaluation: four photos sample were provided to our quality team for investigation. Through visual inspection, it appears as if the needle has detached near the hub portion of the needle, opposite the end near the needle bevel. The amount of force used to detach the needle or bend the needle is unknown. Therefore, the reported failure mode broken needle was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001443200 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.